Event description:
Reporter indicated that vns pt had passed away. Certificate of death indicates that the pt died at their residence. Immediate cause of death is listed as seizure disorder, due to or as a consequence of lissencephaly (congenital brain disorder). No autopsy was performed. Treating neurologist indicated that the pt's health had declined in the year prior to death and that during that time, the pt was implanted with a g-tube and was no longer able to walk. Neurologist indicated that death is expected in cases of lissencephaly. The pt reportedly had respirations of 2-4 per minute for at least 24 hours prior to death and was receiving valium for seizures and morphine for discomfort. Feedings had been stopped 5 days prior to death as the pt was no longer able to tolerate them. It was reported that the pt's family member placed the magent over the device to stop stimulation and that the pt died five minutes later. There is no evience at this time that ncp system caused or contributed to the reported event.